Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6)2013, the sensor was removed on day 7 of wear. The patient reports that he believes the sensor wire broke because the insertion site was red and would not heal upon removal of the sensor. No medical intervention was required. The patient reported he had a small red spot at the site of insertion but otherwise was in fine condition at the time of the report.